Manufacturer narrative:
A2 - age at time of event: 18 years or older d2b - additional pro code (product code): lit g4 - additional premarket / 510(k): k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During first inflation at 10 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.